Event description:
Redness in eye quickly became worse. Complete red eye, severe pain, developed into an ulcer on cornea. Stopped wearing contacts. Went to my ophthalmologist for prognosis. Dr (B)(6). Received treatment and stayed in darkness for approximately 6-7 days.